Manufacturer narrative:
Please note that the complaint conclusion was corrected/updated, as all of the events that were previously reported were not mentioned in the initial complaint conclusion. Therefore, a new conclusion was done to encompass all of the reported events. A (B)(6) female called for medical information and additionally reported an adverse event. The patient received two cypher stents in an unknown coronary vessel/s, a 2.5x13mm and a 2.5x23mm cypher stents during the index procedure. Information about the vessel/lesion characteristics and the procedure were not available. Initially, the patient reported that five years after stent implantation, the physician told her that "the stents were 80% blocked" after a stress test was performed. She is unsure how the 80% blockage was treated and reported that a follow up was scheduled in two months. Additional information received via phone contact, the patient also stated that she had a myocardial infarction and stent blockage approximately 7 days post-index procedure. These events were reported as mi and stent thrombosis. She was unsure how she was treated. The patient's medical history includes coronary artery disease, hypertension and diabetes mellitus. This patient's history puts her at increased risk for mace. Medical therapy reported included aspirin, plavix, toprol xl and enalapril. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Patients who are known to be at high-risk for restenosis, mi and thrombosis, include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complications and/or bleeding events. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are patient factors (specifically diabetes and hypertension) and the patient's progression of coronary artery disease that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Pt called for medical info and additionally reported an adverse event. Pt underwent cypher stent implantation of 2 stents to unknown coronary vessel in 2003. Pt states that on a week later, she had an mi and a stent blockage. The pt stated that in 2008, she had a stress test and the doctor said that "one of the stent was 80% blocked". The pt had a catheterization and target lesion revascularization the following month. The pt is unaware of how they have treated any of the blockages. Physician is aware of these events. No further info available.

Manufacturer narrative:
The event of coronary artery restenosis was previously reported in the report# below. Additional info including catalog and lot#s and two additional events (myocardial infarction and stent thrombosis) were received from the pt in 2008. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-01841. Additional info will be submitted within 30 days of receipt.